Event description:
The customer reported that the blower is not running. It is unknown if the unit was in use on patient, but the customer reported that there was no patient.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower assembly shows that the blower assembly was installed in an fi test ventilator. In diagnostic mode the blower would run and deliver the set pressure. The ventilator was run in normal ventilation and power cycled for two hours without any errors occurring. No failure was found.

Manufacturer narrative:
Updated.